Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's international normalized ratio (inr) was 3.0. The patient was not on antiplatelet medication. A watchman® access system was used along with a 33mm watchman® laa closure device and delivery system. The closure device was deployed; however, it was too proximal. It was fully recaptured and removed from the patient. Another 33mm watchman® laa closure device and delivery system was used and the closure device was deployed and implanted successfully. No pericardial effusion was noted post procedure. At the 45 day follow up, a pericardial effusion of 5mm was noticed. No intervention was required and the patient was stable.